Event description:
As reported by the field clinical specialist, during a left-side subclavian (cut-down) tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra (s3u) valve in the native aortic position, there was gross valve alignment difficulty due to the subclavian approach and severe angulation of the aortic arch, which caused tension in the system. The 23mm commander delivery system (ds) was pulled back to a straighter segment of anatomy to complete the alignment. While the s3u valve was being deployed, the ds developed a leak (atrion full of blood after deflation) and could not complete deployment of the valve past 50 percent. The ds was removed and valve deployment was completed with a 23mm non-edwards balloon. Per report, the patient tolerated the procedure well. No valve regurgitation was noted and the gradient measured 7mmhg per echocardiography.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: investigation findings and investigation conclusions have been updated. Additions to section h6: component code and type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of gross alignment difficulty and balloon leak were confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that patient factors (tortuosity) and procedural factors (valve alignment in non-straight section) likely contributed to the gross alignment difficulty as it was reported there was gross valve alignment difficulty due to the subclavian approach and severe angulation of the aortic arch, which caused tension in the system. If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip. If the transcatheter heart valve was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces, creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. In addition, available information suggests that procedural factors (high valve alignment forces) likely contributed to the balloon leak as it was reported there was tension in the system due to performing gross valve alignment in a section of the anatomy that had ''severe angulation''. High forces on the system during valve alignment may result in interaction between the crimped valve and delivery system balloon, potentially damaging it prior to thv deployment. A damaged balloon may leak and lead to the inability to fully inflate the balloon, as reported. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.